Event description:
It was reported that, during preparation and prior to sedation, the camera head displayed no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: d9, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. No reportable malfunctions were identified during the evaluation of the device based on the results of the investigation, it was likely that the malfunction had been caused by a twisted cable, which resulted in the absence of an image on the screen. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during preparation and prior to sedation, the camera head displayed no image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.